Event description:
The patient was being treated in the lms/lul for a non-obstructing central airway lesion. The reporter saw steam or smoke coming from the handset of the scope. At the same instance the physician said he smelled smoke and ordered the laser be turned off.

Manufacturer narrative:
Pdt is a non-thermal treatment for certain types of cancers. The report confirmed that the fiber optic device was used according to the labeling. The hospital provided their evaluation of the incident. The laser/fiber calibrated normally at the start of the procedure. The treatment was initiated and then paused to allow repositioning of the fiber per standard procedure. The fiber remained in the patient during repositioning. After repositioning, the treatment resumed and the issue occurred shortly thereafter. It was noted that there was no burn to the patient as a result of the issue. No root cause has been identified at this time. The contract manufacturer completed their investigation. It was determined that the device met all specifications and testing at the time of release. The return of the device utilized during the procedure has been requested but the device has not yet been provided.

Manufacturer narrative:
Pdt is a non-thermal treatment for certain types of cancers. The report confirmed that the fiber optic device was used according to the labeling. The hospital provided their evaluation of the incident. The laser/fiber calibrated normally at the start of the procedure. The treatment was initiated and then paused to allow repositioning of the fiber per standard procedure. The fiber remained in the patient during repositioning. After repositioning, the treatment resumed and the issue occurred shortly thereafter. It was noted that there was no burn to the patient as a result of the issue. No root cause has been identified at this time. The contract manufacturer completed their investigation. It was determined that the device met all specifications and testing at the time of release. Per pinnacle biologics, all previous related/unrelated complaints were reviewed. This issue was not a recurrence of a previous reported complaint. All related quality documents were reviewed and nothing was found in relation to the reported issue. No corrective action is required.

Event description:
The patient was being treated in the lms/lul for a non-obstructing central airway lesion. The reporter saw steam or smoke coming from the handset of the scope. At the same instance the physician said he smelled smoke and ordered the laser be turned off. This case corresponds to the following pinnacle biologics inc. Icsr#: (B)(4). .

Manufacturer narrative:
Pdt is a non-thermal treatment for certain types of cancers. The report confirmed that the fiber optic device was used according to the labeling. The report has been forwarded to the contract manufacturer for evaluation. The return of the device utilized during the procedure has been requested but the device has not yet been provided.

Event description:
A report was received from pinnacle biologics inc. On 13-jun-2019. Additional information was received from pinnacle biologics inc. On 18-jun-2019 and 28-jun-2019; the information was added accordingly. A pinnacle biologics inc. Representative reported that steam/smoke emitted during pdt treatment with the diomed optiguide fiber optic diffuser in a (B)(6)-year-old female patient. No information was provided regarding the patient's significant past medical history. The patient's concurrent conditions included endobronchial non-small-cell lung cancer, a non-obstructing central airway lesion located in the left main stem (upper left lobe) and general anesthesia. The patient's concomitant medication included photofrin (porfirmer sodium) to treat non-small-cell lung cancer; the product was administered prior to pdt. The patient's concomitant devices included a nasogastric (ng) tube, the olympus bronchoscope evis exera ii cv-180 w/ t-scope and the diomed 630 pdt laser. The reported issue was with the diomed optiguide fiber optic diffuser, not the laser. On (B)(6) 2019, the patient was treated specifically for a non obstructing central airway lesion (identified during bronchoscopy); she was put on general anesthesia. The patient received light application with the diomed 630 pdt laser using a standard, pre-set, pdt laser setting for lung. The laser was calibrated properly. The patient also received application with the diomed optiguide fiber optic diffuser using the 5.0 cm; the dosimetry was 2000 mw, 500 seconds, and 200 joules. The physician placed the laser fiber. The laser technician started the laser, which ran for 250 seconds when the technician turned the laser off at the physician's direction. The physician re-positioned the fiber slightly more distal to the lul orifice. The technician started the laser again at the physician's direction and it ran until there were approximately 200 seconds remaining. At this time, steam or smoke was coming from the handset of the scope. At the same instance, the physician smelled smoke and ordered the laser turned off. The handset and laser were turned off with 197 seconds remaining. The physician ultimately retrieved the completely charred diffuser tip of the 5.0 cm fiber from the airway, which had become separated from the fiber itself. The patient was admitted to the hospital later that day ((B)(6) 2019), she underwent another bronchoscopy. After inspecting the patient's airway, the physician felt that there did not appear to be any 'damage' besides the visible soot. The patient received no additional laser treatment the day of the incident; additional scheduled pdt light applications were cancelled. The patient recovered in (B)(6) 2019 and was released from the ICU with no residual injury to the lung. No further information was provided. This case corresponds to the following pinnacle biologics inc. Icsr#: (B)(4).